Manufacturer narrative:
The blade and broken pieces subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that both tabs were broken from the mount of the blade. The returned part was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi-factorial.

Event description:
It was reported that during a surgical procedure the blade broke at the mount. It was further reported another blade was readily available and the procedure was completed successfully.